Manufacturer narrative:
Literature citation: titled- single center retrospective evaluation of intraoperative/peri-operative adverse events associated with the fenestrated screw when used in the treatment of patients with spinal tumors by ilya laufer, md. Age at event: age distribution was 19 to 87 years, with an average age of 61.4 years. Sex: gender distribution was 23 females and 30 males. Date of event: unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature study titled ¿single center retrospective evaluation of intraoperative/peri-operative adverse events associated with the fenestrated screw when used in the treatment of patients with spinal tumors¿ that a total of 53 patients were treated for 67 fractures (thoracic t3-t10:20; thoracolumbar t11-l1: 14; lumbar l2-l5: 19). 13 patients had multiple fractures. Post-op, patient suffered with pedicle fracture requiring hardware revision during the 37 day post-op follow-up.